Event description:
It was reported that via merlin.net transmission long episodes of supraventricular tachycardia which triggered inappropriate therapy in the vf zone were observed. The device functioned as programmed. Reprogramming changes were made. Patient is placed on beta blockers to decrease long episodes of svts. Patient will be monitored with follow ups.